Manufacturer narrative:
(B)(4). Batch # n91d2k. The analysis results of the flr02 found that it was received with the retractor torn. In addition, the tyvek was returned for analysis. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring, causing the separation from the ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to use in an unknown procedure, the device was ripped/defective in the sterile package. This was found prior to opening the device. Procedure completed with same/like device. There was no adverse consequence to the patient.